Event description:
It was reported that there were no lock between the implanted device and the external equipment. External equipment ws exchanged and programming changes were made. The issue was not resolved. Device revision surgery will be scheduled.